Event description:
A surgeon reports that one day following intraocular lens (iol) implant surgery, the lens had become dislocated in the pt's eye. Three days following, the pt reported visual impairment and intense myopic astigmatism was observed. Upon examination, it was discovered that the trailing haptic was twisted. A second surgical procedure was performed to reposition the haptic. Following this procedure, only mild myopic astigmatism was observed and the visual acuity was improved. Add'l info was requested and received.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested and received. This report was mailed to FDA on: 5/16/2008.